Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Refer to manufacturer report # 3005099803-2010-02624 for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat foot switch were used during a procedure on (B)(6), 2010. According to the physician, during the procedure, there were issues getting the endostat unit to deliver energy. The physician was able to use another endostat unit to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant was conducting tests on the unit when it was discovered that there was an intermittent connection issue. The complainant, however, was not able to isolate the root cause to either the unit or foot switch. Note: an initial report on the endostat unit was filed with boston scientific on (B)(6), 2010. After the complainant conducted further tests on the unit, another report regarding the endostat foot switch was filed with boston scientific on (B)(6), 2010